Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced blockage at tubing. The blood glucose level of the patient was 576 mg/dl which was treated by correction injection via multiple daily injection. No further information available.